Event description:
It was reported that during a percutaneous coronary intervention (pci) during eluting stenting treatment procedure stent damage was noted. While performing a pci, the physician was unable to advance the 3.0x12mm taxus express2 drug eluting stent through the severely tortuous unspecified vessel. Upon removal of the device, it was noted that the struts lifted on the stent. The procedure was successfully completed with another unknown device. No pt injuries occurred. Pt status was reported as "good".

Manufacturer narrative:
The device was returned to the complaint investigation site (cis) for analysis and initial visual examination of the returned unit revealed proximal stent damage. Some of the stent struts were raised. The outer diameter of the damage found on the stent was measured using a snap gauge at approximately 1.40mm. The od of the area where there was no damage found was measured at approximately 1.27mm. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 20.2 cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.